Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an electroshock from a dc network 440v/1.8a and after that feels that there is something wrong with the device. Patient has visited 3 different clinics due to this but have not got in his/her opinion satisfying answers and have now contacted sjm directly. No further details have been provided for further investigation. The clinic mentioned is the implanting center. Patient condition is currently unknown.